Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors 4 and 2 were failed. A field service engineer replaced all four latch assemblies in the tower to resolve intermittent double-clicking errors with the existing latches. No additional issues were identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, repeated latch failures occurred on tower door 4 in oncmed and tower door 2 in ICU-b. Possible sensor corrosion or mechanical failure was suspected. Medications remained accessible, but the doors required frequent recovery. However, there were no delays or adverse events or injuries reported based on this event.